Event description:
Reportedly, a nurse was setting-up to deliver a 25000 unit of co's premixed container of heparin connected to co's primary set, via a pump. The flow rate of the primary was set at between 250-300ml/hr. At some point during the infusion the doctor requested a bolus of 500ml normal saline solution be delivered to the pt via a secondary container and set. The nurse reduced the head height of the primary container, did not close the roller clamp, and interrupted the heparin mode setting the pump flow rate to 999 ml/hr for the normal saline delivery. The heparin was reported to deliver to the pt in 1 hour.